Event description:
This alginate impression material is being substituted for a different material. The other material has been in use for over 30 years with extensive documentation in usaf and other lab investigation studies. These studies included stone compatibility, surface reproduction, resistance to plastic deformation, resistance to disinfection agents, etc.report material seems to be a new and unknown material because it is not included in important current literature investigation reports. Its physical properties seem to be inferior to the older materials. When recommended water and powder measurements were made by weight, the following results were obtained: 1) when mixed with mechanical spatulation under vacuum, its consistency is grainy and lumpy instead of smooth and creamy; 2) it sets too fast (2.5 min at 70 degrees fahrenheit), limiting considerably the working time; 3) surface reproduction is too rough and chalky to be used for master casts for rpd's; 4) poor or no fit of rpd's can also be attributed to this material; 5) stone compatibility with other materials has not been determined. Identic should be pulled from depot stock and evaluated before it is considered as a substitute impression material and the older material should be re-instated as primary.